Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. On (B)(6) 2026, the customer's blood glucose level was over 600 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to obtain the release date; however, no response was received.